Event description:
Information was received from a manufacturer representative regarding a patient receiving fentanyl and bupivacaine via an implantable pump for spinal pain indications. It was reported that the manufacturer representative (rep) reported a motor stall over 12 hours post MRI. The logs showed that the pump stalled at 12:21pm on (B)(6) 2025 and recovered at 1:08pm on (B)(6) 2025. The manufacturer's technical services specialist (tss) asked and the rep confirmed that no adverse event was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.